Manufacturer narrative:
Investigation: defect: leakage- through stopper. It has been received 3 pictures for investigation. (The same as complaint tw#: (B)(4)) on visual inspection of the three pictures received it can be observed leakage past the stopper. No damage or molding defect can be observed in the syringes that could have caused this defect and the stopper is correctly assembled to the plunger. DHR of lot 1705234p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. During different manufacturing processes, final products are sampled and subjected to visual inspections according to procedures ((B)(4)). Process visual inspection: molding 2 injections per shift printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet: leak test is performed with the 10 retained samples according to procedure (B)(6) annex d and no leakage happens in any of them. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet (B)(4) annex d, a definitive root cause cannot be determined. Corrective action CAPA (B)(4) is open to investigate the root cause and reduce the occurrence of this defect. Equipment used for testing instrument calibration period stopper leak test fixture #(B)(4) n/a manometer #(B)(4), (B)(6) 2017 / (B)(6) 2018 weight (B)(6) 2017 / (B)(6) 2018.

Manufacturer narrative:
PMA / 510(k) #:. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported medication leaked from a bd plastipak¿ 50ml concentric luer lock syringe. There was no report of injury or medical intervention.